Event description:
It was reported that the programmer generated an error code. Follow-up determined that it occurred right at start-up. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer generated an error code it booted up to an error. The software was attempted to be reloaded but a message was generated that the programmer was not migrated and then another error generated. The media processing unit was replaced and the hard drive reimaged and the software reloaded. (B)(4).